Event description:
Tpn tubing was leaking through a y-site port overnight. Noticed at 0400. Manufacturer response for IV tubing, IV pump set clearlink 10 drops/ml drip rate 117 inch tubing 3 ports (per site reporter). Requested rmna and mailer, emailed description of the problem.